Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "frozen" was confirmed. Reliability engineering observed that the unit would not engage when power was applied during testing. The unit exhibited damage that was consistent with immersion in water. This condition is indicative of improper cleaning of the device. If additional information is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from united states indicating that device was frozen. It is known that the device was used in surgery and that there was no injury or medical intervention. There was no additional information provided.